Manufacturer narrative:
Lot# 135544. Method: visual inspection; functional inspection; material analysis; device history review; complaint history review; risk assessment; results: the returned was confirmed to have a fractured draw rod upon visual inspection. A material analysis performed determined that the shaft fractured away from the knob in a ductile overload mode likely caused by multiple directional forces applied onto the knob. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event may be normal wear of the device.

Event description:
It was reported that; during surgery, when surgeon attached a cage to expander and strike its head, the base of expander inner shaft was broken.

Event description:
It was reported that; during surgery, when surgeon attached a cage to expander and strike its head, the base of expander inner shaft was broken.